Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative was experiencing difficulty interrogating the device with telemetry. The hospital notes they have been experiencing telemetry issues in the implant room. The field representative stated she was able to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) outside of the implant suite. However she noted that when she attempted to perform a magnet reset she only heard only one beep . Boston scientific technical services (ts) explained that when the device is in shelf mode it will only issue one beep with magnet application. The device was implanted one month later and no adverse patient effects were reported.